Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63mm in diameter abdominal aortic aneurysm. The diameter of aorta at renal artery was 62mm in diameter and 20mm in length. The aortic neck angle was 55 degree. The vessel tortuosity was moderate with mild calcification. It was reported that the final angiogram observed a proximal type I endoleak. The physician post dilated the stent graft again with a reliant balloon however, the endoleak remained. The physician stated the result was acceptable and will continue to monitor the patient. The physician stated that the angulation and shape of proximal aortic neck caused the event. No additional clinical sequelae were reported and the patient is fine.